Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device¿s alarm circuit is not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and performed alarm test (test 11- alarms) and had no issues with the device. Measurements were all within tolerance of 0-3ohms. The reported issue was not duplicated. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
Per a good faith effort response received from the hospital respiratory director, it was confirmed that the device was being placed on a patient when the reported issue occurred and was taken out of service. It did not happen while on patient. It has been confirmed that the reported issue occurred with no patient involvement, there was no harm to the patient or user noted. G3 - date received by manufacturing or supplemental aware date of previous report (follow up 1) should have reflected (B)(6) 2024.

Manufacturer narrative:
It has been confirmed through a good faith effort response that the reported issue occurred during clinical use and there was a delay in treatment; however, there was no harm to the patient or user noted.